Event description:
It was reported that during an unknown procedure, the clip dropped off into the abdominal cavity twice. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.